Event description:
It was reported the patient presented in clinic with estimated longevity of 4 months left. Early premature battery depletion was noted. There were no programming changes or therapies delivered in the interim. Patient was fine. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. The inconsistency in the longevity estimation was most likely due to a programmer software issue.